Event description:
It was reported the patient presented for an unrelated procedure. The atrial lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2017. Patient tolerated procedure well and went home.